Manufacturer narrative:
Covidien reference#: (B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic appendectomy, the circulator went to plug in the accessory monopolar 7mm pin into the accessory port of the force triad generator. In the meantime, she had also plugged in the esu pencil above the accessory port not realizing she had not plugged it in the accessory port all the way. She selected the foot pedal thinking it was for the monopolar cord which was attached to the lap instrument. The surgeon went to activate the lap instrument not realizing that the pencil was being activated and burned the skin on the patient. The surgeon cut out the burned area and sutured it closed. The patient is currently fine.